Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 39-year-old male presented with an acute myocardial infarction complicated by cardiogenic shock, with the pre support clinical condition consistent with scai shock stage d. An impella cp was implanted on (B)(6) 2026, at 12:21 am under limited available clinical information. At the time of evaluation, the patient had no detectable upper, lower, distal, or femoral pulses. The device was not reported to have any involvement in the patient¿s clinical deterioration, and there was no indication that the device was removed due to a failure mode. On (B)(6) 2026, at 4:00 pm, care was withdrawn, and the patient subsequently expired. Based on the information provided, the patient¿s outcome appears related to the severity of the underlying cardiac condition rather than a device related issue. No device malfunction or performance concern was reported. The death is conservatively being reported to the impella cp but is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.